Manufacturer narrative:
In the case description, the user mentioned that the pdm would not turn on as the pdm screen would turn white and the pdm would beep. The pdm was able to turn on when batteries were inserted into the pdm. However, the pdm screen turned white and the pdm beeped, though no visuals were displayed. The menu of the device could not be accessed. The lcd screen was replaced with a known good screen. On inserting the batteries, the omnipod logo flashed on screen and a pdm error message was displayed. The pdm error was of error code 08-270-0003-00204. The error message was able to be successfully cleared by resetting the pdm. The ibf downloaded from the device showed that several pdm errors had been generated by the device. The exact cause of these pdm errors could not be determined. The defective lcd screen was found to be the cause of the reported event.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels. The omnipod personal diabetes manager (pdm) could not be reset after an alarm, leaving the patient unable to bolus or be used. At the hospital, the patient was administered insulin (method unknown).